Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional prostyle device referenced is filed under a separate medwatch report number.

Event description:
It was reported that this was a arteriotomy closure of the right common femoral artery using the pre-close technique with a 5f sheath hole prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, the first prostyle device was difficult to insert and required force. The prostyle device broke upon insertion into the patient anatomy at the junction of the distal and proximal guide of the device. The device did not separate completely into two pieces, but did look twisted. An attempt was made with another prostyle device; however, a cuff miss occurred and the device was difficult to remove from the patient anatomy. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a size greater than 8.5f and the aaa was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported difficult to insert could not be replicated in a testing environment as it was based on operational circumstances. The reported guide break was not confirmed. The reported ¿device look twisted¿ was confirmed as a kink. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, the prostyle device was difficult to insert and required force. It should be noted that the perclose prostyle instructions for use (IFU), states: do not advance or withdraw the perclose prostyle smcr device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle smcr device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. In this case, it is unknown if the IFU violation contributed to the reported difficulty based on the return condition of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.